Event description:
As a practicing pharmacist, I had difficulty with this machine, in that caused bleeding and large amounts of brushing. Being upset I questioned to find out if this apparatus with approved and safe for consumer for alternate site testing. Come to find that after doing some research. I have found no FDA approval on the packaging, or on your website. I believe this product is being sold without FDA approval. I also believe it does not have approval for alternate site testing.